Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the health care professional called questioning charge time on this cardiac resynchronization therapy defibrillator. The patient had experienced a ventricular arrhythmia in which anti-tachycardia pacing (atp) and two shocks were delivered. It was noted that the patient had passed out. Technical services (ts) reviewed and noted that the charge time was within acceptable limits. The patient was noted to have irregular atrial fibrillation which was being undersensed. Ts noted it was possible that the atp may have accelerated the patient from ventricular tachycardia to ventricular fibrillation. Ts discussed programming options. The device remains in service. No adverse patient effects were reported.